Manufacturer narrative:
The reported event that the qdm does not work could be confirmed. Within the visual in-house inspection it was found that the silicone cover of the reverse sensor is damaged while the silicone cover of the forward sensor is in a good condition. The battery positioning pin and the battery poles are in good condition. Pressure marks, scratches and grooves were visible on the housing. Both sensors show signs of residues like scale and blood. The wiring/soldering joints of both sensors show signs of corrosion leading to a malfunction of the device. The functional in-house test revealed that the qdm did work in reverse direction immediately after assembling a battery pack sample. While pressing the forward sensor the device stopped working according to the specification (- both sensors can not be pressed at the same time). A manual rotation of the driveshaft was possible. The dis/assembling function of the blade receiver is correctly working. Most likely, the corroded sensor wirings resulted in a very instable electrical function and a marginal connection. Based on previous investigations performed by the supplier the failure mode (corroded sensor wiring) and the root cause (entry of corrosive liquid - in terms of insufficient cleaning and/or maintenance) can be attributed to a user related handling issue. No indication was found that the determined observation was a design, material or manufacturing process related issue.

Event description:
The handpiece was returned to the manufacturer because it reportedly didn't work. During the investigation, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.